Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. User restarted device to continue procedure. The philips field service engineer (fse) inspect the system onsite and confirmed that the system cannot make exposure. During troubleshooting, fse found that the cube had intermittent issue. Review of the log file showed that timeout establishing connection with the generator error. Fse replaced the cube to solve the issue.. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.